Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that seven screws broke during implantation. The procedure was prolonged for five to ten minutes. Other screws were available to use during the procedure. There no reported patient harm; the patient status was reported as fine. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Device broken during insertion; device was not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.